Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.